Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed that on (B)(6) 2010 at 02:15:43, the device recorded a critical ram parity error por (power on reset).

Event description:
It was reported that there was a power on reset due to a memory error. The device is still in use. No patient complications were reported as a result of this event.